Event description:
It was reported that "at 17:00 on june 27 the patient returned to the ward after pci due to acute myocardial infarction, and the iabp work normally. The peripheral blood pressure was about 100/70mmhg, and the heart rate was about 110 beats. After on june 30 at 20:00, the machine was stopped by alarm. The inspection did not find any problems. The machine was shut down and then restart to work normally. Until 13.30 on july 1, there was an alarm. The machine could not be restarted after being shut down. The machine was replaced immediately". No patient injury, harm, or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of alarm unspecified is not able to be confirmed. No product was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "at 17:00 on (B)(6) the patient returned to the ward after pci due to acute myocardial infarction, and the iabp work normally. The peripheral blood pressure was about 100/70mmhg, and the heart rate was about 110 beats. After on (B)(6) at 20:00, the machine was stopped by alarm. The inspection did not find any problems. The machine was shut down and then restart to work normally. Until 13.30 on (B)(6), there was an alarm. The machine could not be restarted after being shut down. The machine was replaced immediately". No patient injury, harm, or consequence. Patient condition reported as "fine".